Manufacturer narrative:
Findings: pump received with no button response due to unlocked connector on lcd board. Pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had issues with the act and down buttons. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.